Manufacturer narrative:
Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a the investigation is still in progress; therefore, a conclusion has yet to be established.

Event description:
Edwards received information that a patient with a 11500a (size unknown) inspiris aortic valve implanted less than ten (10) years was explanted due to unknown reason. The device was replaced with a non-edwards valve without any adverse event reported.the patient status was reported as discharged. The device will be returned for evaluation.

Manufacturer narrative:
Added information to h3, h6. Device evaluation: customer report of explant due to unknown reasons was unable to be confirmed. X-ray demonstrated commissures 1 and 3 bent inward and metal band broken around leaflet 2. X-ray also demonstrated heavy calcification on leaflets 1 and 2. Leaflet 1 had a 3 mm tear and a 7 mm tear near commissure 2. Leaflet 2 had a 6 mm tear near commissure 3. Leaflet 3 had a 4 mm tear near commissure 3. Calcification was evident at the tear near commissure 2. All three leaflets were thickened and swollen at the free margins near the commissures. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspects. Sewing ring cloth was cut in multiple areas around the valve and exposed the sewing ring silicone. Suture holes were visible around the sewing ring. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Svd commonly occurs with a considerably increased rate after 10 years. Prior investigations and extensive literature review have shown that it is predominantly related to patient factors and implant duration rather than to manufacturing issues. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely cause is patient factors, including an implant duration of 10 or more years.